Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the back of upper arm on (B)(6) 2024. The patient experienced a skin reaction with redness, inflammation, swelling, pustules, and an infection at the puncture site on (B)(6) 2024. The patient had pain in the area. The patient received a prescription for an oral antibiotic (cephalexin) on (B)(6) 2024. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.